Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the keypad buttons have been intermittently unresponsive for the past couple of days. She noted that the keypad buttons feel abnormal, but still click as expected when pressed. The family member stated that the ok keypad button sticks during priming on occasion. She denied physical damage to the rubber keypad; denied that the pump is exposed to water; and stated that the patient wears the pump in a sport pack clipped to her waist.